Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation on 06jul2021, cook received a post market clinical follow-up (pmcf) containing treatment information for patients receiving implantable cook embolization coils. This data was provided by regenstrief institute and addresses patients treated in indiana healthcare facilities. It was reported that an mreye embolization coil, of an unknown rpn and lot number had migrated from its intended location, later being found in the posterior mid lung. Event is consistent with the description of a migrated coil during pda coiling. Patient impact is unknown due to insufficient information. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted, due to the lack of lot information provided in the article. Cook also reviewed product labeling. The current instructions for use [t_ce_imwce_rev6] state the following: "intended use/indications for use mreye embolization coils are intended for use in peripheral arterial and venous vessel embolization procedures. Warnings positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. Precautions this product is intended for use by physicians trained and experienced in embolization techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. Perform an angiogram prior to embolization to determine correct catheter position. Instructions 1. Perform an angiogram prior to embolization to determine optimal catheter position. 4. With the flexible tip of the wire guide, advance the embolization coil to the tip of the catheter. Verify position position of the angiographic catheter prior to deployment. 5. Deploy coil by advancing the wire guide past the tip of the catheter. 6. Perform final angiogram to confirm coil position within target vessel." Evidence provided by the dmr and product labeling did not confirm that the device was manufactured out of specification or items in the lot or similar devices in the field or in house are nonconforming. Based on the information provided, no returned product and the results of our investigation, it was concluded that off label use contributed to the reported event. It was confirmed that the coils were placed in an opening between the great vessels, which is not consistent with the device¿s intended use in the peripheral vasculature. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The below description of a product malfunction involving an unspecified mreye coil was taken from clinical study (B)(6). The cohort consists of patients who received one or more nester, mreye, or tornado brand embolization devices during the period from 01 january 2014 to 31 december 2018. In summary, 110, 129, and 153 patients were included as part of the tornado, nester, and mreye coil cohorts, respectively. Target population: used in patients who require a range of vascular interventions that include permanent vessel (arterial or venous) occlusion. Primary aims: to confirm the safety and performance of the device throughout its expected lifetime and to ensure continued acceptability of the benefit-risk ratio. Data collection type: retrospective collection of data from registries reporting on embolization outcomes or databases established within high-volume centers. The goal of the data collection is to evaluate data from consecutive patients who were treated with at least one of the specified embolization coils (the state of the art recognizes that patient treatment with combination therapies is common, so it is recognized that isolation of specific treatments is not reasonable). Specific objective: this post market clinical follow-up (pmcf) study is intended to address the safety and performance endpoints and assess whether the endpoints are within the acceptable range, as defined within the state of the art. The primary safety endpoint is defined as major adverse events occurring within 30 days of, and associated with, the embolization procedure. The primary performance endpoint focuses on technical success, defined as cessation or restriction of blood flow to the target area following coil deployment. The secondary performance endpoint, defined as clinical success, is assessed differently based on the condition being treated and the anatomic location and is generally defined in the sir quality improvement guidelines as measured results within 30 days of embolization. In addition to the endpoints, relevant long term (> 30 days) adverse events were summarized, reported, and used in the identification of any long-term safety signals. Rationale for the appropriateness of the specific methods and procedures: proactive pmcf activity is necessary in order to verify the continued safety and performance of these devices, and to confirm the continuation of an acceptable benefit-risk ratio. Data collected during pmcf efforts will ensure a robust clinical data set for all embolization devices, and an accurate assessment of the benefit-risk ratio in future evaluations. The data utilized in this pmcf study was sourced from existing data sources such as patient electronic medical records (emr) or registries, which are routinely utilized by healthcare institutions. This pmcf study utilized records at multiple institutions, and data was extracted that was relevant to the primary and secondary endpoints of the study. Potential clinics and institutions were evaluated based on their utilization of emr or patient registries, the volume of cook embolization coils used by the institution, and whether they use all coil types covered by this technical file. As observed in the previously assessed clinical literature, embolization devices are well established technologies that are intended for broad use in the venous and arterial anatomy, and the pmcf activity is intended to continue to support safety and performance in those broad uses. Results: the overall technical success for all coils was 96.7% (293/303) (95% confidence interval (ci): 94.0%, 98.4%). Therefore, the primary performance endpoint was successfully met and the technical success data supports the continued effectiveness of the embolization coils (nester, tornado, mreye). This data supports that the nester, tornado, and mreye embolization coils continue to be safe and perform as intended. This report focuses on the following event reported in the study results: on post operative day 1, it was noted a mreye embolization coil was present in the posterior mid lung (consistent with the description of a migrated coil during pda coiling).